Event description:
It was reported that during a diagnostic percutaneous transluminal coronary angioplasty (ptca) procedure, a vessel dissection occurred. Access was obtained via the right radial artery and an unspecified 0.035 guide wire was successfully placed, despite slight difficulty in engaging the right coronary artery (rca). The 5fr expo guide catheter was advanced without difficulty and the guide wire was removed prior to engaging the rca. The guide catheter was advanced to approximately 2mm beyond the ostium of the rca and subsequent angiography revealed a "small diameter" patent rca. Upon completion of the diagnostic exam, a vessel dissection was noted at the ostium of the rca. The dissection resolved without intervention. The physician performed a pericardiocentesis to relieve pressure resulting from pooled blood around the heart from the dissection. Following the procedure, the physician noted that the tip of the guide catheter seemed "stiff" and it was his opinion that this contributed to the vessel dissection. It was reported that the patient was discharged two days following the procedure and the patient's status is listed as "fine".

Manufacturer narrative:
The complainant indicated that the catheter has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.